Manufacturer narrative:
This product is not marketed in the us. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a13.2mm, vicmo13.2, -14.50 diopter, implantable collamer lens into the patients left eye (os) on (B)(6) 2018. On (B)(6) 2018 the lens was exchanged with a shorter length lens due to excessive vault and elevated iop (date assessed: (B)(6) 2018). This exchange resolved the problem.

Manufacturer narrative:
Device evaluation: lens was returned in dry, in a micro-centrifuge vial. There was residue on product. Visual inspection found no visible damage to the lens. Presence of residue on lens surface was also observed. (B)(4).